Manufacturer narrative:
H10: the removed touchscreen was returned to the product investigation lab (pil). The pil technician confirmed that the touchscreen flex circuit failed required resistance testing. The pil technician then determined the high out of specification resistance results were the reason for the touchscreen misalignment issue.

Event description:
Philips received a complaint by the customer on the v60, indicating that the touchscreen failed. It is unknown at this time if there was any patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer called in to report that their touchscreen had issues. The rse evaluated the issue and confirmed that the center right part of the touchscreen was not working. The rse stated the touchscreen required a replacement. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. A field service engineer (fse) then went onsite and replaced the touchscreen and front panel to resolve the issue. The fse replaced the touchscreen and front panel to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
This report is being submitted as part of a corrective action to replace manufacturer report # 2031642-2023-00135. All information from the original report(s) has been transferred to this report.